Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a nurse on 2017-jul-25. The nurse stated that the implantable neurostimulator (ins) needs to be reprogrammed and a new ins is needed. It was unknown what troubleshooting was already performed and the nurse did not have any further information. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he had his device replaced 3 weeks prior to the report. The patient reported he didn't think the device was set up right. The patient reported that if he turned it up he felt stimulation in legs and his back. The patient reported that this happened as soon as he tried to turn stimulation up. The patient also reported that he was in pain the day of surgery because he didn't take any pain medication. The patient reported that he usually took pain medication every 6 hours. No further complications were reported.